Manufacturer narrative:
The device was returned; however an initial evaluation has no yet occurred, and the investigation is on-going. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus camera head was not producing an image during a therapeutic tur-bt procedure. According to the initial reporter, the procedure was completed without patient harm, but further details were unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the device evaluation and legal manufacturer¿s investigation. The evaluation confirmed that the image was not displayed, the cable was flooded, the cable was buckled, contact corrosion, and defective image. According to the legal manufacturer the reported phenomenon could have been prevented, if the instruction manual was followed, as the instruction manual states ¿do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a hole in the camera cable, and water leakage may damage the electrical circuit inside the product, and do not hit or drop this product. ¿ the DHR review confirmed that the device was shipped according to the specifications. No anomalies observed during the manufacturing of the device. A review of the complaint database revealed no similar complaints reported by the user facility with the same device. The subject device was not returned to the factory; therefore, the factory could not confirm the condition of the product, and the root cause could not be determined.